Event description:
A revision surgery occurred on (B)(6) 2019. The patient suffered from an infection which required a revision approximately 2 years after the primary surgery. The surgeon performed a washout and then exchanged the 40/+6 standard humeral cup for both another 40/+6 standard humeral cup and a +9mm humeral spacer.